Event description:
It is reported that the device was implanted in 2001. In 2007, the device was revised due to tibial osteolysis.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product or x-rays were returned for eval. Device history records indicate the device was manufactured to specification.